Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a patient was treated for cellulitis. Reportedly, the patient required hospitalization for treatment with IV keflex. The patient believes she may be allergic to the product as for the past six months that she had been using it she has erythematous patches on her skin that have become increasingly worse. The patient was released home on oral keflex and bactrim.